Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise that was reproducible with isometrics. Also noted were inappropriate mode switching episodes. It was not known if the patient was symptomatic. No additional information was available. The lead was capped and replaced on (B)(6) 2016.